Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(4); batch: 5017313.

Event description:
It was reported that the patients leads had migrated. The patient underwent an explant procedure wherein the leads were removed and were not returned.